Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Xray was taken and revealed lead fracture and migration. The physician believed that the migration of the lead together with the lead fracture has contributed to the lack of coverage.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Xray were taken and revealed lead fracture and migration. The physician believed that the migration of the lead together with the lead fracture has contributed to the lack of coverage. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.